Event description:
It was reported that the customer delivered a bolus. Reportedly, the bolus showed once in the pump history and twice in the bolus history. Customer reported that one bolus was rec'd/ there was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.